Event description:
Pt with a history of tunnel infections with perm catheters developed a hematoma and was treated with antibiotics for infection. Despite treatment the lateral area did not heal and the pts lateral valve was explanted. The pt continued on antibiotic treatment with vancomycine until the blood cultures were negative.